Event description:
Customer reported to maquet clinical specialist that a scrub technician cut themselves on the insert of the femoral hook table accessory. No additional details about technician's injury have been provided to maquet. No adverse effects to a pt were reported. (B)(4). Reference MFR report # 8010652-2014-00002.